Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the label on box showed image of lure slip, should be luer lock with a 20 ml bd luer-lok¿ syringe. The following information was provided by the initial reporter: it was reported that the label on the box showed the image of a lure slip syringe and should be a luer lock.

Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. It shows a label with the drawing of luer slip instead of luer lok. The product labeling is according to our current labeling specification. We have one drawing type that goes to all labels regardless of the product type, and this may have caused to incorrect label content. Based on the investigation and with the photo provided the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. As a preventive action, a project is to be opened to request a drawing for each syringe type.

Event description:
It was reported that the label on box showed image of lure slip, should be luer lock with a 20 ml bd luer-lok¿ syringe. The following information was provided by the initial reporter: it was reported that the label on the box showed the image of a lure slip syringe and should be a luer lock.